Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the solenoid froze up. A field service engineer (fse) determined that a complete drawer swap was necessary due to the nature of the reported issue. The fse removed the drawer, manually released 40¿50 pockets, and installed the replacement drawer. The replacement drawer was configured in the application and tested in diagnostics. Fse confirmed that multiple items from both affected drawers were tested in the application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was smoking. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.